Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. On an unknown date, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was not reported. Treatment for the peritonitis event was not reported. It was not reported if dianeal therapy was ongoing. It was not reported if the patient was recovered or was recovering from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). The patient experienced the peritonitis on an unreported date in (B)(6) 2015. The cause of the peritonitis was constipation. The patient was hospitalized twice for the peritonitis and other unspecified indications on unknown dates in the two months following the month of peritonitis onset. At the time of this report, the patient had recovered from the event. Pd therapy was ongoing (dates unspecified). Should additional relevant information become available, a supplemental report will be submitted.